Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the device had fitting problems with the cannula. A replacement unit was used to complete the procedure. The hospital did not report ant pt complications.

Manufacturer narrative:
Investigation details: the investigation was completed, and it was determined that there was no non-conformities discovered during the investigation. The complaint cannot be confirmed. A lhr review was completed for the product, there was no nonconformance associated with the lot number.